Event description:
It was reported that noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. The device was found in back-up mode. The device was replaced to resolve the event. The patient is stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of reset was confirmed. Analysis of the device image showed that the backup vvi was caused by a power-on reset (por) due to low battery voltage. The low battery voltage had resulted from excessive high voltage (hv) therapies due to oversensing. The reported field events of oversensing and inappropriate therapies were confirmed via review of the stored egms, but they could not be reproduced in the lab. The device's associated lead was replaced but not returned for analysis. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal and no anomalies were found.

Event description:
It was reported that noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. The device was found in back-up mode. Device and rv lead replacement are anticipated to resolve the event. The patient is stable and will continue to be monitored.